Event description:
A light guide cord used with the da vinci 5 robot was intraoperatively laid on the sterile drape without turning the light source off. Unlike previous version of like equipment, the light source was not turned off remotely through camera. The continued light led to a burn through the sterile drape and 2 blankets, landing on the safety strap holding the patient. The patient was not injured. The associated light guide cord was also found to be charred.